Event description:
On (B)(6) 2012, extraction was performed. Spinal instrumentation surgery was carried out six years ago. Pedicle screws were inserted to t6, t7, t10, l1 and l2. When the extraction, it turned out that the screw of l2-left has broken. The tip of the broken screw was left in the pt bone.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.